Event description:
It was reported that the patient presented for initial implant. The following day, the right ventricular (rv) lead exhibited high out-of-range pacing impedance. Fluoroscopy was performed; no anomalies were noted on the rv lead. The physician elected to explant and replace the rv lead. During this procedure, blood was observed within the rv lead. The patient condition was stable.